Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, non sustained right ventricular oversensing caused due to post paced t wave oversensing was observed. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were suggested. The patient was stable. No further information is available.